Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the allegation or if it contributed to the reported hyperglycemia as insufficient information was provided. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their pdm (personal diabetes manager) did not give the option to enter a glucose level into the smartbolus calculator. Glucose levels were reported to be 17.8 mmol/l. No medical attention was required for the reported event. If additional information is received, a supplemental report will be submitted.